Manufacturer narrative:
A patient's cervical lead had fractured, which caused ineffective stimulation was reported to abbott. As a result, the lead was explanted and replaced to address the issue. Therapy was confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the cervical lead had fractured, which caused ineffective stimulation. Surgical intervention was undertaken wherein the lead was explanted and replaced on (B)(6) 2021. Therapy was confirmed post-op.